Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported hub/hypotube separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during insertion into the guide catheter, the 4.0 x 12 mm nc trek dilatation catheter separated at the hub. No resistance was noted and all segments of the nc trek were removed from the patient anatomy. No additional information was provided.